Manufacturer narrative:
Per technical services representative, pt was on lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Qc errors are designed to be generated if the strip has been exposed to adverse environmental condition. There is no information in the complaint to indicate strip exposure. These errors also arise if there is a sampling or technique problem. This failure mode will continue to be monitored to determine if corrective action is warranted. (B)(4). Note brick lot number 246550 has strip code ts4xb material was split into three different lots, lot # 253024 into 12 packs (smaller lot), lot # 243394 into 12 packs (smaller lot), lot # 253028 into 48 packs (larger lot). Therefore, (B)(4) total complaints have been reported for lot #'s 253024, 243394, 253028 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4), corrective action is not required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Curse called in because pt had two qc2h error messages with meter on (B)(6) 2011. Customer was been getting qc2h errors for the last six weeks with two different lots of strips. Pt was hospitalized on (B)(6) 2011 due to a "major bleed."